Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tape not sticking event on (B)(6) 2026. The patient reported that the adhesive didn't stick after insertion. No further information available.